Event description:
Information received indicates, the head of the bed is not staying up.

Manufacturer narrative:
The technician found contamination on the head down valve. The technician replaced the head down valve to repair the bed.